Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during implant, the lead was unable to be inserted fully into the pulse generator header. All electrical measurements were normal. The device remained implanted. No patient symptoms were reported.